Event description:
It was reported that the device would not operate on ac power and charge the installed battery. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported issue. Physio-control is replacing the power supply assembly to repair device. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.